Manufacturer narrative:
(B)(4).

Event description:
It was reported that when a patient presented to the emergency room after receiving inappropriate shock, increased capture threshold was observed. It was noted that the lead was dislodged and patient experienced diaphragmatic stimulation with ventricular pacing. The lead was repositioned and remains implanted.

Event description:
New information received indicates that there were no further complications or issues in regards to the patient after the repositioning procedure.